Event description:
It was reported that during ventricular pacing threshold testing, the lead displayed t-wave over-sensing. In the clinic setting re-programming was performed by changing the sensitivity. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.